Event description:
Device did not detect air-in-line. The device was programmed to deliver an unspecified volume of 20% intralipids at a rate of 105ml/hr. The report further states, "air was occasionally noticed in distal part of the set without prior alarming from pump. After noticing air in distal part of the set, the set was replaced with new one. Air in the set was about few millimeters long. It was distributed every few centimeters along distal part of the set." The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required.